Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd ms3 pump was under reporting the volume in the cadd ms3 syringe using both pumps. Cartridge 3ml rg medication. Manufacturer: (B)(4).

Event description:
Information was received indicating that a cadd ms3 pump was under reporting the volume in the cadd ms3 syringe using both pumps. Cartridge 3ml rg medication. Manufacturer: (B)(4).

Manufacturer narrative:
(B)(4).